Event description:
The tubing attached to the statlock bubbled up and split near the injection port during a CT exam causing ivp dye to leak out of the split line. The same situation happened on two seperate occasions.